Event description:
The equipment [i.e.erbe system; argon plasma coagulator (apc) model apc 300 with an electrosurgical generator model 1cc 200 e/a (p.n.: 10128-205 was involved in a pt incident. Upon treating an arteriovenous malformation (avm) in the cecum with argon plamsa coagulation, a three (3) mm perforation occurred at the site (note: saline/epinephrine was injected under the avm prior to the coagulation.). The setting was 60 watts. The pt underwent surgery and is now fine.